Manufacturer narrative:
The device will not be returned as it was discarded by the customer. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. As per the IFU: do no use pipeline flex embolization device in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Information received from the same report as MFR: 2029214-2016-00825. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a ruptured aneurysm located in the right internal carotid artery (ica), the first device (B)(4) did not open as it would not release from the distal capture coil. The physician rotated the pushwire no more than 8 times and standard deployment was used without success. The device was removed and a second device (ped-475-16) was attempted however, the device did not open distally. It was reported the patient anatomy was extremely tortuous and the device was deployed on a bend. The device was deployed more than 50%, and the device was resheathed two times. The physician did not feel comfortable given the device did not appose the wall; therefore the device was removed from the patient and a new device was used to complete the procedure. No patient injury was reported. The aneurysm morphology was blister. The max and neck diameter was 2 mm. The distal landing zone was 4.25 and the proximal was 4.5 mm.